Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: though it is difficult to specify the cause of the suggested events, the legal manufacturer presumes the following via positive culture test by the user and device inspection result. Reprocessing process conducted by the user was different from the process recommended in IFU, which led to insufficient reprocessing. Caontamination occurred during culture testing at the user. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. In addition, the ess made several unsuccessful attempts to schedule an in-service; however, no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information received from the customer states the cleaning and disinfectant used is first step kits contain simple 2¿ multi-tiered enzymatic detergent or via sponge, which is designed to clean an endoscope or other instruments after use. This is available dry or with enzymatic solution and surfactants. The minimum effective concentration is being checked every cycle. The aer being used to reprocess the endoscope is an oer-pro serial number (B)(6) ((B)(4) cycles) and (B)(6) ((B)(4) cycles). The disinfection cycle is maintained by clinical engineering. The endoscope channel is being brushed during manual cleaning with a single use maj-1888 brush by olympus. Steris single use brushed are also used. The model is duoswift combination squeegee brush. Pre-cleaning is being performed immediately after a procedure via sponge. The facility is using the checklist "tjf-q180v cleaning and disinfection checklist" provided by olympus for pre-cleaning. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester is an alt-pro. It is noted that the aer was repaired by the olympus tech. The last preventative maintenance (pm ) is unknown. This was performed by clinical engineering. It is unknown when the last reprocessing in-service was conducted. It is unknown whether there has been any change in the reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in an endoscope drying cabinet.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. In addition, an investigation is ongoing to obtain additional information regarding the reported event. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive for an unknown organism after reprocessing. There was no associated patient infection reported.